Event description:
Clinical study. It was reported that post a carotid artery stenting treatment procedure, the pt experienced in-stent restenosis. The 80% target lesion, located in the ostium left internal carotid artery, was 25.6 mm long with a reference vessel diameter of 6mm. The lesion was treated with a placement of a filterwire ez and a 4-9x30mm nexstent. Following post-dilatation there was 30% residual stenosis. The pt was discharged 5 days post procedure. A 12 month follow-up visit revealed the pt was asymptomatic with nih stroke scale of 0 however a carotid ultrasound was not performed. Three months later a carotid ultrasound was scheduled which show a stent left carotid artery stent. Velocity met criteria for a 60-79% stenosis. An in-stent restenosis was reported. No action was taken and the event was not recovered/not resolved.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.